Event description:
It was reported there was a system error three times. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to confirm the reported error. However, the programmer powered up with a different error code and partially distorted screen then shut down. Mpu (main processor unit) pcb (printed circuit board) assembly found out of electrical specification. After mpu pcb assembly was replaced, programmer powered up with a hard error; lem (link electronic module) pcb assembly found out of electrical specification. Analysis also found the system fan was noisy and the stylus was bent. (B)(4).